Manufacturer narrative:
The customer¿s report of an inaccurate syringe module infusion was not confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal intact. Both iui connectors were dull and the female iui had white residue contamination on several of its pins. Analysis of the pcu event log shows that at 2:51 pm on (B)(6) 2016 the syringe module was programmed to infuse a custom concentration infusion of gentamicin 12.22 mg per 6.11 ml diluent volume at a rate of 11.52 ml/hr. The syringe selected was a 12 ml monoject syringe with 5.7602 ml detected. At 3:22 pm, the infusion completed and the device was then channeled off. The volume recorded as being infused during this period was 5.76 ml. Rate accuracy testing was performed and the device was delivering fluid within specification. The root cause of the customer¿s report of an inaccurate infusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the clinician's note described a gentamycin infusion as follows: "syringe pump was to give 6.11 ml med (gentamycin). It looks like 6.1 ml in the syringe. Alaris pump says 5.76 ml available. When finished it said syringe empty but had 0.1 ml left in the syringe. Not just this pump, is doing it." The syringe manufacturer and size of syringe are unknown. No patient harm was reported as a result of this event. Date of event is a range of (B)(6) 2016. I wasn't given an exact date.